Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, troubleshooting, a review of instrument service history, a review of historical data, and a review of product labeling. Abbott technical representative reviewed instrument logs and found many instances of error code 0550, cuvette washing not completed, hardware failure or user pressed stop. Promptly perform the wash cuvettes procedure and intermittent cuvette contamination (caused by the operator stopping the instrument without washing cuvettes) could not be ruled out. However, no definitive likely cause was identified, therefore the likely cause remains architect c401840. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of historical data for the architect c4000 system revealed no adverse trend, systemic issues, or nonconformance. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
On august 5, 2019, an error was identified in manufacturer report number 1628664-2019-00378, section g4 date received by manufactrer. The incorrect date of june 13, 2019 was put in section g4 and the correct date should have been july 13, 2019.

Manufacturer narrative:
All available patient information has been included. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false elevated magnesium result when processing on the architect c4000. The following data was provided for sid (B)(6): initial result: 1.25 mmol/l. Retests: 0.49 and 0.51 mmol/l. The customer uses a reference range of 0.8-1.2 mmol/l. No impact to patient management was reported.